Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a part left inside the scope socket. The issue occurred during preparation for use of a diagnostic ent procedure. The procedure was completed with the same set of equipment and there were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it was presumed that the issue occurred because the device was damaged due to a wrong procedure during insertion, and overload during unnecessary insertion. Olympus will continue to monitor field performance for this device.